Manufacturer narrative:
Date sent to FDA: 10/04/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on (B)(6) 2013 and mesh was implanted.  It was reported that the patient had a revision surgery to remove the mesh due to undisclosed complications. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
Date sent to the FDA: 06/25/2020.

Manufacturer narrative:
Patient code: (B)(6). Device code: (B)(4) hernia recurrence occured. It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital due to recurrent ventral hernia, large adhesions and repair of small enterotomy. No additional information was provided.